Manufacturer narrative:
Model #: tcn-10-3m lot #: 090116 description: nitinol tc electrode, 100 mm, with 3m cable total quantity: 2; model #: tcn-10-3m lot #: 031017 description: nitinol tc electrode, 100 mm, with 3m cable total quantity: 1; model #: tcn-10-3m lot #: 101716 description: nitinol tc electrode, 100 mm, with 3m cable total quantity: 1.

Event description:
Device evaluation performed on the returned electrodes showed that the epoxy had a chip out and discoloration was noted. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, it becomes brittle and discolored.